Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in an explant kit jar, submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored indicative of blood contact. Leaflet 1 was in the closed position while leaflets 2 and 3 appeared partially opened. All leaflets were slightly stiff but flexible. Thrombotic host tissue appeared seated on outflow margin of attachment of all leaflets. Remnants of thrombotic host tissue noted on the inflow and outflow aspects of all leaflets. Thrombotic host tissue appeared to encapsulate commissures 1, 2 and 3; as a result, the condition could not be assessed. From the inflow, thrombotic host tissue noted on the crown tips with multifocal remnants on the inner lumen and inflow aspect of the leaflets. Extensive thrombotic host tissue noted abluminal to the valve, adhering to the front and back of all commissures. Conclusion: potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. In this case, the reported cause for the valve dislodgement was due to the patient¿s lack of calcium but it could not be conclusively determined. Based on the observations gathered from the product analysis, there was no evidence to suggest that the dislodgement was attributed to the valve. Valve dislodgement events are typically not related to a device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was received and the analysis is in progress. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve embolized into the left ventricle after release due to a lack of calcium. The patient underwent an open aortic valve replacement afterwards. The transcatheter valve was explanted. No additional adverse patient effects were reported.